Event description:
It was reported that an interrogation was performed on the cardiac resynchronization therapy defibrillator (crt-d) and the right atrial (ra) lead pace impedance measurements were out of range. The pace impedances of this chronic ra lead have been greater than 3000 ohms, since about (B)(6) 2019. As the patient was hospitalized and being treated for covid-19, the atrial impedances were not the focus of patient. This product remains in service. This report will be updated, should additional information be received.